Manufacturer narrative:
Pharmacovigilance comment: the serious expected adverse event of abscess at implant site was considered possibly related to the treatment. As per company's assessment, serious criteria include the need for multiple medical interventions and surgical intervention with incision and drainage. The non-serious expected events of implant site swelling, erythema and pain were also considered possibly related to the treatment. Potential contributory factor for abscess at implant site may include an eventually improper aseptic measures, possibly leading to local infection and its subsequent manifestations. The restylane-l was used in an unapproved indication (device use issue). The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturing narrative: the reported lot number was valid.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 01-jun-2020 by a physician, and which refers to a 56-year-old caucasian female patient with fitzpatrick skin type iii-IV. Additional information was received on 01-jun-2020 from a nurse practitioner. The patient's medical history included allergy to latex, hypothyroidism, leg rash and leg ulcer with indeterminate biopsy results, and smoker. Concomitant treatments included levothyroxine [levothyroxine] unspecified dose for hypothyroidism, topical clobetasol [clobetasol] cream for leg. The patient had not received any toxins or fillers in the past. On (B)(6) 2020, the patient received treatment with 1 ml restylane-l (lot 16999) to bilateral tear troughs, 0.5 ml per side, using microcannula and 29 g needle with unknown injection technique. The restylane-l injected to tear troughs(device use issue). The patient also received juvederm ultra to the lips and botox [botox] at the same treatment visit. It was first time patient was receiving any toxins or fillers. An unknown period of time later, on an unknown date in (B)(6) 2020, the patient experienced redness(implant site erythema), swelling(implant site swelling) and tenderness(implant site pain) to bilateral tear troughs. On (B)(6) 2020 patient received hylenex bilaterally. After initial treatment with hyaluronidase under both eyes, the right under eye improved, but had now flared up again. The left side had started to look like a boil, which the hcp then had to knead and put a drain in. On (B)(6) 2020, the patient received hylenex to left side only. Hcp also prescribed the use of warm compresses, benadryl [diphenhydramine hydrochloride], a medrol dose pack [methylprednisolone], cipro [ciprofloxacin] 500 mg twice daily, minocycline [minocycline] and prednisone [prednisone]. On (B)(6) 2020, the physician performed an incision and drainage of left tear trough abscess(implant site abscess). On (B)(6) 2020, patient was back in office, with redness to the right tear trough. The nurse practitioner was not in clinic at time of her reporting, and did not know what treatment course the physician was going to take. Certain adverse events were ongoing. Outcome at the time of the report: abscess was recovered/resolved. Swelling was not recovered/not resolved. Redness was not recovered/not resolved. Tenderness was not recovered/not resolved. Restylane-l injected to tear troughs was recovered/resolved. Tracking list: v.0 initial. V.1 fu received on 02-jul-2020 from nurse practitioner: patient skin type, medical history, concomitant treatments, event severity, outcome, reporter causality and corrective treatment details were updated.

Manufacturer narrative:
Pharmacovigilance comment: the serious expected event of abscess at implant site was considered possibly related to the treatment. Serious criteria include the need for multiple medical and surgical interventions. The non-serious expected events of swelling, erythema and pain at implant site were considered possibly related to the treatment. Potential contributory factor for abscess include improper aseptic precautions leading to infection and subsequent manifestations. The restylane-l was used off label. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturing narrative: the reported lot number was valid.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 01-jun-2020 by a physician which refers to a (B)(6) year-old caucasian female patient. Additional information was received on 01-jun-2020 by a nurse practioner. The patient's medical history included allergy to latex, hypothyroidism, chronic leg rash with indeterminate biopsy results. Concomitant treatments included levothyroxine [levothyroxine] unspecified dose for hypothyroidism, unspecified topical steroid [steroids] cream for chronic leg rash. The patient had not received any toxins or fillers in the past. On (B)(6) 2020, the patient received treatment with 1 ml restylane-l (lot 16999) to bilateral tear troughs, approximately 0.5 ml per side using microcannula and needle with unknown injection technique. The restylane-l injected to tear troughs(off label use). The patient also received juvederm ultra to the lips and botox [botox] at the same treatment visit. It was first time patient receiving any toxins or fillers. Unknown days later, on an unknown date in (B)(6) 2020, the patient experienced redness(implant site erythema), swelling(implant site swelling) and tenderness(implant site pain) to bilateral tear troughs. On (B)(6) 2020, the patient received hylenex [hyaluronidase] bilaterally. On (B)(6) 2020, patient was seen at hcp office, where she received hylenex to left side only. After initial treatment with hyaluronidase under both eyes, the right under eye improved but had now flared up again. The left side had started to look like a boil, which hcp then had to knead and put a drain in. Hcp also prescribed the use of warm compresses, benadryl [diphenhydramine hydrochloride], a medrol dose pack [methylprednisolone] and ciprofloxacin [ciprofloxacin] 500 mg twice daily. On (B)(6) 2020, the physician performed an incision and drainage of left tear trough abscess(implant site abscess). On (B)(6) 2020, patient was back in office with redness to the right tear trough. Nurse practitioner was not in clinic at time of report and did not know what treatment course the physician was going to take. Events were ongoing. Outcome at the time of the report: abscess was not recovered/not resolved. Swelling was not recovered/not resolved. Redness was not recovered/not resolved. Tenderness was not recovered/not resolved. Restylane-l injected to tear troughs was recovered/resolved.